Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link needle-free IV connectors split into two. It was stated that when the nurse attached a 10ml saline flush to the needleless connector and went to flush the line, the needleless connector split into two pieces. This issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: two (2) actual samples were received for evaluation. Visual inspection was performed which observed that the next- gen luer activated device was broken in two pieces in both samples. Additional inspection was performed which observed a scratch on the inlet housing that suggests an excessive force was used. The reported condition was verified. The cause of the condition is user related. Due to the nature of the returned sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.